Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 03/28/2016 that a customer had an issue with a dialysis catheter. The customer reports the patient experienced bleeding during dialysis. The patient had passed away in (B)(6) 2012. It was reported by the (B)(6) hospital that a patient was bleeding during the dialysis period because the catheter fell off, and the patient died because of the bleeding.

Manufacturer narrative:
Since the lot number was not provided a device history record (DHR) review could not be performed. The physical sample involved in this complaint was not expected to return based on complaint report information. The complaint information does not mention the following details: how long the catheter had been in use, if there is a visible defect on the catheter, the location of such a defect, the exact reason for which the catheter failed, and other details that allow further investigation into the cause of this event. For investigation purposes it will be considered that a catheter may fall because it mechanically moved out of its intended location and it will be considered that the complete catheter fell, not only one component, per the provided event description. The event will be categorized as catheter migration. The fixation process for a catheter depends on the adherence of the patient¿s tissue to the cuff segment of the catheter. The adherence of the cuff to the catheter is a manual process that includes a 100% inspection. At this moment, with the available information, it is unknown if a failure of the device caused the catheter to fall out. The dwell time is unknown; however no defects were identified prior to insertion and there are controls in place to prevent the release of non-conforming product. The instructions for use (IFU) state to prevent the user from exposing the catheter to excessive force or pulling during use. These factors may cause the catheter to dislodge. The suture wings are designed to keep the catheter in place. If these were not used, there could be an increased risk of catheter dislodgement. If the sample is returned in the future, this complaint will be- reopened for further investigation. The available information was analyzed, with this information it is not possible to confirm a probable root cause for this event; however the probable causes were identified in this investigation. A (B)(4) was opened to address this failure. No triggers or trends were identified, this complaint is not confirmed to be manufacturing related. No additional actions are required.